Event description:
This is report 1 of 3 for the same event. It was reported that during an unspecified surgical procedure, it was observed that the colibri handpiece device while being used with a battery device and a casing device, caught fire. It was not reported if there were any delays in the surgical procedure. It was reported that a spare device was available for use and that there were no patient consequences. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI:(B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: investigation summary the actual device was returned for evaluation. During evaluation it was found that the described failure by the customer was confirmed. The device was visually inspected as received from the customer. It was found that the device failed visual inspection. Due to the residue from the sparks and the smoke. The device failed pre-test for: 10 general condition: fail. 70 check function of device: fail. 80 check for unintended motion: n/a. 90 check in ¿off¿ mode: n/a. 100 check fwd / rev modes function: n/a. 110 check osc mode function: n/a. 120 check oscillation angle: n/a. 130 check switching function fwd / rev in running mode: n/a. 140 check power with power test bench: n/a. During the assessment of the device, it was found that the device didn¿t work at all due to a defective ecu. After the device was disassembled clear residues from cleaning was found. This can happen when the device is not properly cleaned and serviced for a longer time leading to water ingress into the device. The resulted heat from the short circuit lead to foreign substance on the housing. During the testing the reported failures of smoke and fire/spark could not be observed, but the signs for this failure are clearly visible inside of the device. The most probable cause for the found defect is a combination of improper reprocessing and normal wear. Device history review: review of the device history record(s) showed that there were no issues during the manufacture of this product which would contribute to this complaint condition.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: b5: during a subsequent follow-up with the reporter, additional information was obtained. The reporter confirmed that smoke was coming from the motor and that only the colibri handpiece device caught fire. There was a slight delay in the surgical procedure to obtain another device. It was further reported that the user was not harmed. H6: the health effect - impact code and medical device problem codes have been updated accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: the actual device was not returned for evaluation; therefore, the reported condition was not confirmed. However, a device history review was performed which indicated that the product was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacturing process.